Event description:
It was reported that soon after insertion, the pump began to experience helium leak alarms and a system error alarm. The iab was removed. It is unk whether another iab was inserted. There were no reported pt complications.

Event description:
It was reported that soon after insertion, the pump began to experience helium leak alarms and a system error alarm. The iab was removed. It is unknown whether another iab was inserted. There were no reported patient complications.